Event description:
It was reported that an inappropriate shock was delivered from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services was contacted for a data review and it was alleged that the shock was delivered due to over-sensed sense node b artifacts. The physician initially elected to reprogram the device to the secondary sensing vector and continue with remote monitoring. However, another inappropriate shock was delivered in the secondary vector due to over-sensed noise. The physician elected to surgically explant and replace the entire s-ICD system. During the explant procedure, the physician experienced minor difficulties when removing this system, but was successful with the explanation and a new s-ICD system was implanted to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that an inappropriate shock was delivered from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services was contacted for a data review and it was alleged that the shock was delivered due to over-sensed sense node b artifacts. The physician initially elected to reprogram the device to the secondary sensing vector and continue with remote monitoring. However, another inappropriate shock was delivered in the secondary vector due to over-sensed noise. The physician elected to surgically explant and replace the entire s-ICD system. During the explant procedure, the physician experienced minor difficulties when removing this system, but was successful with the explanation and a new s-ICD system was implanted to resolve the event. No additional adverse patient effects were reported. This system has been received for analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that an inappropriate shock was delivered from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services was contacted for a data review and it was alleged that the shock was delivered due to over-sensed sense node b artifacts. The physician elected to reprogram the device to the secondary sensing vector and continue with remote monitoring. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.